Event description:
A healthcare professional reported that nm-f4445, lot#0027898 implant lacked primary stability on tooth #13. The implant was removed during implant placement with no report of observable clinical symptoms. According to the information, the patient has hypertension, osteoporosis. The device was forwarded to the manufacturer. No other medical issues were reported.